Event description:
Procedure: vats. According to the reporter: the device was fired then locked on tissue and could not be removed. The pt was opened and the surgeon used a scalpel to cut around tissue to remove the device. A new device was opened to complete the case. Or time was extended 30 minutes. Blood loss reported at 30cc.